Manufacturer narrative:
Physio-control further evaluated the removed reed switch assembly. The cause of the reported issue was determined to be that the lid reed switch was intermittently remaining in a shorted position when the device lid was opened. This caused the device to appear as if it is not powering on. It was confirmed by x-ray that the lid reed switch was affected (supplier b). Physio-control has initiated a recall for the reported issue on (B)(4) 2016. Reference correction/removal reporting number (B)(4).

Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported issue. Physio replaced the lid reed switch according technical service update (tsu) 356 for our field safety corrective action fa271.  After having confirmed proper device operation through functional and performance testing, the device was returned to the customer.  (B)(4).

Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.